Manufacturer narrative:
H6 code b20: the device remains implanted and was therefore not available for engineering evaluation. H6 code c19: a review of the manufacturing records indicated the device met pre-release specifications. Additional gore devices associated with this report are: 2017233-2023-04316. 3013164176-2023-01853. Instructions for use for gore® viabahn® vbx balloon expandable endoprosthesis hazards and adverse events. Procedure related: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: malposition; malapposition. Device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: migration. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6), 2023, patient underwent an endovascular procedure with a gore® tag® conformable thoracic stent graft with active control system (ctagac) in the left common carotid (lcc) artery to treat a type b dissection with malperfusion. The ctagac was implanted to the level of the lcc and an 11mm x 39mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) was implanted in the left subclavian artery (lsa). The fenestration and the type b dissection were resolved; the false lumen was not pressurized. Patient tolerated the procedure. On (B)(6), 2023, an reintervention was performed due to a type 1a endoleak into the fenestration. The endoleak was between the lsa with vbx stent and the previous ctagac in the descending aorta. The leak was from around the ctagac and it appeared the vbx stent had pulled out of the lsa. Three vbx stents were implanted, then a gore® excluder® aaa endoprosthesis was deployed to extend further distally into the lsa. The intervention was concluded, and patient still had residual type 1a endoleak.